Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2015 to the bilateral upper and lower abdomen with coolcore applicators, to the bilateral flanks using coolcurve+ applicators, and to the inner thighs using coolfit applicators, on (B)(6) 2015 to the outer thighs using coolsmoothpro applicators, and on (B)(6) 2016 to the bilateral flanks using coolcurve+ applicators and to the inner thighs with coolfit applicators, who developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as two pop-offs occurred to the left posterior flank and left anterior flank. On (B)(6) 2016 the patient was assessed and diagnosed by a with ph to the bilateral upper flanks, bilateral inner and outer thighs. Ph to the bilateral upper flanks, bilateral inner thighs confirmed. Ph on the outer thigh areas unconfirmed.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2015 to the bilateral upper and lower abdomen with coolcore applicators, to the bilateral flanks using coolcurve+ applicators, and to the inner thighs using coolfit applicators, on (B)(6) 2015 to the outer thighs using coolsmoothpro applicators, and on (B)(6) 2016 to the bilateral flanks using coolcurve+ applicators and to the inner thighs with coolfit applicators, who developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as two pop-offs occurred to the left posterior flank and left anterior flank. On (B)(6) 2016 the patient was assessed and diagnosed by a with ph to the bilateral upper flanks, bilateral inner and outer thighs. Ph to the bilateral upper flanks, bilateral inner thighs confirmed. Ph on the outer thigh areas unconfirmed.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.